Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse followed up and confirmed that the issue was resolved after replacing the endoscope later. There were no additional issues in the following procedures. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted small vessel thoracotomy surgical procedure, an operating room (or) staff called about the endoscope displaying an inverted image when the surgeon used the endoscope to target. The system was not docked. The staff already checked two different endoscopes before calling. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed live logs but found no endoscope or image related messages in system logs. The tse had the staff cycle system power and vision side cart (vsc) circuit breaker. The system powered and homed successfully. The surgeon confirmed the issue was resolved and requested the video processor and the endoscope controller be checked. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon starting the procedure, when the surgeon replaced the endoscope, the image appeared upside down on the system. They initially switched to another 30- degree endoscope, but the issue persisted. After they manually rebooted of the system by powering off/on from the main power switch, the issue was resolved. There were no problems with either of the endoscopes and no harm caused to the patient. The procedure was resumed without any further incident.